Event description:
A vaxcel pasv PICC was placed for theraeutic purposes during the week of march 2004. Approx two to three days after PICC was placed, pain and swelling occurred. It was discovered under fluroscopy that a leak had developed under the skin. The PICC was then replaced with a competitive product.